Event description:
It was reported that during a percutaneous transluminal coronary angioplasty drug eluting stenting procedure, a stent dislodgement occurred. The lesion being treated was in-stent restenosis. The stenotic lesion was located in the right coronary artery (rca). The physician predilated the lesion two times with a 2 mm non-bsc device. Then the physician advanced the 3.5 x 24 mm taxus liberte drug eluting stent delivery system to the lesion, but was unable to cross the lesion. During withdrawal of the system, the stent peeled off "presumably" in the proximal rca. A recovery was not possible. There were no pt complications. Pt status is reported as "stable". Pt left the hospital three days later.

Manufacturer narrative:
Device evaluation: the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.